Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The device operated as designed and treated the ventricular fibrillation. The lifevest is designed to exit the treatment sequence if the arrhythmia is unable to be converted after five shocks.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was home at the time of the event. A review of device download data found that the lifevest appropriately treated the patient five times during ventricular fibrillation (vf) between 03:26:27 and 03:28:14. Treatments #2, #4, and #5 converted the vf to a paced rhythm for a very short amount of time, but the patient quickly degraded back to vf. The patient remained in vf following the treatment #5. The lifevest did not deliver any additional treatments, as the lifevest is designed to exit the treatment sequence if it is unable to convert the arrhythmia after five successive treatments. Ems was called to the patient's home and the patient was taken to the hospital. The lifevest electrode belt was disconnected at 04:43:19. The patient's exact time of death is unknown.